Manufacturer narrative:
(B)(4). Expansion tip screwdriver (product code: 2868-30-200, lot number: g0406) was returned to the complaints handling unit (chu). Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The fracture analysis report suggests that the device underwent an overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions the root cause for the skyline screwdriver tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the device underwent an overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Acdf revision. Plate was to be removed. No rep from our company attended the case. Surgeon used our screwdriver to remove a screw and tip of driver broke. Nurses reported the broken instrument, but case proceeded. One fragment of screwdriver is missing, though not in the patient. Five minutes delay. Spare screwdriver was available. No further information available. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.